Manufacturer narrative:
It was originally reported that attempts were being made to the user facility to obtain the model and serial number and schedule service for repairs. The user facility cancelled their request for service and performed their own evaluation and repairs. They confirmed that no further action is needed from stryker. H3 other text : user facility performed evaluation and repairs.

Event description:
It was reported that the cot needs a replacement wheel, which would indicate that the cot is difficult to load/unload in the ambulance. The device is pending evaluation by a stryker field service technician; however, the customer has not responded to attempts to schedule a date and time for the service call. The user facility did not provide the model or serial number of the affected device. There was no report of patient involvement or adverse consequences.

Event description:
It was reported that the cot needs a replacement wheel, which would indicate that the cot is difficult to load/unload in the ambulance. The device is pending evaluation by a stryker field service technician; however, the customer has not responded to attempts to schedule a date and time for the service call. The user facility did not provide the model or serial number of the affected device. There was no report of patient involvement or adverse consequences.